Manufacturer narrative:
The insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, cracked end cap, missing end cap sticker and stained address/serial label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the threading in the battery compartment is exposed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.